Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The main pedal of a known foot pedal was pressed and the rpm displayed 333,000 instead of 990,000 on the speed indicator. In addition, the turbine pressure has decreased by more than 5psi/60 seconds. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the failure are the control board and the proportional valve. The investigation conclusion is wear and tear as the reported device or component failure was due to long or extended use. (B)(4).

Event description:
It was reported that the speed was fluctuating. A rotablator console was selected for use. However, it was noted that the device was unable to maintain desired rotations per minute and the speed was fluctuating. Also, air leakage was noted. The console and the foot pedal were replaced. No patient involved.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Event description:
It was reported that the speed was fluctuating. A rotablator console was selected for use. However, it was noted that the device was unable to maintain desired rotations per minute and the speed was fluctuating. Also, air leakage was noted. The console and the foot pedal were replaced. No patient involved.